Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing three days post implant. All associated lead measurements were within normal limits. No intervention was performed and patient will be monitored. No adverse patient effects reported. Device remains in service.

Event description:
A copy of the rhythm strip was review and analysis confirmed that the oversensed noise is consistent with air bubble oversensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.